Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead epicardial lead exhibited high thresholds. The lead was capped and replaced. It was further reported the right ventricular (rv) lead had a confirmed fracture and exhibited an undefined high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.